Event description:
Patient arrived with epidural and pcea for pain management. Pcea set with a rate of 5ml/hr and then 2ml every 12 minutes as needed which is accessed by the patient by pushing a button. The button did not work the previous shift.